Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified external iliac artery. A 8.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 10 seconds, the balloon ruptured with a vertical tear at the middle part. The device was removed from the patient and the procedure was completed with different device. No patient complications nor injuries were reported. The patient condition was good.